Manufacturer narrative:
The product information could not be obtained. It's not possible to determine the manufacture date. The patient was the initial reporter, so personal information was not entered.

Event description:
(B)(6) customer received a blood glucose reading of 13mmol/l on the contour next link. Shortly afterwards she began feeling bad and went to the doctor. She was retested in the office and the lab result was 26mmol/l. She stated she was in dka. Customer could not provide strip information and had already disposed of the meter. Product was not expected to be returned and was not replaced. The call disconnected before further information could be obtained.